Manufacturer narrative:
.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. It was discovered that the left ventricular lead had dislodged into the right atrium. The lead was explanted.